Manufacturer narrative:
On oct 26 2016, no additional information had been obtained, therefore kci is reporting this event as it was unknown if v.a.c.® therapy caused or contributed to the excisional debridement. Subsequently, based on the additional information obtained on jan 04 2017, kci determined that there is no indication from the medical records to suggest that v.a.c.® therapy caused or contributed to the surgical procedures. Of note is a discrepancy between the patient's family member reporting the patient went to the ER and was recovering from debridement surgery on (B)(6) 2016, versus the medical record which notes the patient was admitted to the hospital on (B)(6) 2016 at 0700 hours for a scheduled procedure as evidenced by the prior laboratory work, medical clearance, and npo status.

Event description:
On sep 26 2016, the following information was reported to kci by the patient's family member: the patient experienced a technical issue with v.a.c. Therapy and allegedly had to go to the emergency room and is recovering from debridement surgery. "The doctor explained that is was unit error because it is not suctioning properly." Per review of the patient's medical records received on jan 04 2017, it was noted that the patient had undergone laboratory work (date unknown). The results were sent to the patient's physician on (B)(6) "206". On (B)(6) 2016, the patient was noted to be scheduled to see physician for medical clearance for surgery. The patient was admitted to the hospital on (B)(6) 2016 for an excisional debridement of the right ischial wound with exploration of sinus tract, excisional debridement with skin, subcutaneous tissue and tendon and [re]application of vac therapy. The preoperative diagnosis was noted as "nonhealing right ischial wound, decubitus, stage IV." Per the operative report description: "the sinus tract was opened longitudinally and the skin and subcutaneous tissue were excisionally debrided with forceps, scissors, knife and cautery. There was no gross pus. Most of the wound was granulating. With scissors, I was able to excise all of the tendinous material and freshen up all of the wound edges. The tendon was excised and sent to pathology... Wound vac was applied...there were no leaks within the vac." On (B)(6) 2016, the patient was discharged. From note dated (B)(6) 2016, the patient was seen for a follow up of the stage IV pressure ulcer of the right ischial tuberosity, status post recent excisional debridement. On (B)(6) 2016, an office visit noted,"the right ischial tuberosity wound is clean and 100% granulating. There is no residual necrotic tissue. The periwound skin is dry and intact without associated cellulitis. The plan was noted to continue wound vac therapy." A device evaluation of the activ.a.c.® therapy unit is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; kci determined that there is no indication from the medical records to suggest that v.a.c.® therapy caused or contributed to the surgical procedures. The activ.a.c.¿ therapy (system) functioned as designed evidenced by the generation of the alarm - blockage, however no fault was found. The cause of the alarm condition is indeterminate.

Event description:
On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit did not meet specifications for initial pressure transducer or 200mmhg checks due to being out of calibration and producing a blockage alarm when tested in kci quality engineering. Internal inspection of the device did not reveal any fault conditions. After reassembling the device, it passed all qc checks and met specifications. Throughout the test run on the dressing board, the device maintained a firm dressing seal, and no alarm conditions or operational malfunctions were experienced. The source of the blockage alarm and initial out of specification pressure transducer results is indeterminate. Note: a review of the device history log indicated the unit ran on continuous therapy for three day prior to initiation of the alarm condition.